Event description:
This reports pertains to one of three complaints that occurred during the same event. Please reference manufacturing 3005099803-2009-02788 and 3005099803-2009-02789. It was reported to boston scientific corporation that three flexima biliary stent systems were used during a sphincterotomy with stent placement on a male patient. According to the complainant, the deployment catheter has only been pulled approximately 3 cm when the stent deployed prematurely. Two other flexima biliary stent systems were used with the same result. The procedure was not completed and the patient was hospitalized awaiting another biliary drainage procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, supplemental medwatch will be filed.